Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from the filter of an IV set during a cyclosporine infusion, dosage and rate not provided. The tubing was replaced in order to complete the infusion and there was no patient harm.